Event description:
Allegedly, the patient was revised due to mom complications (right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. This is the same event as 3010536692-2014-01365.